Event description:
Complainant alleged that during biomed testing, device was unable to adjust pacer rate and output. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to misaligned control cable at the control board. The cable was reconnected to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.